Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8h1se0. Data was evaluated and the allegation was confirmed for transmitter ID 8h8ha6. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(6). The product was evaluated and the allegation was confirmed for transmitter ID (B)(6). An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.